Event description:
Complainant alleged that the paramedics were attempting to monitor a pt (age and gender unknown), but the device displayed dash lines on the screen. In addition, the complainant indicated that the medics were unable to switch the device to manual mode. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction. The malfunction was unable to be duplicated after the event.